Event description:
It was reported during the trial procedure, the physician was unable to access the epidural space with the epiducer. Follow-up revealed only one lead was placed. The second lead was not placed and extended the procedure by 10 minutes. Effective coverage was not achieved with the one lead; however, the trial was completed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.